Event description:
In (B)(6) 2014 it was reported that "my unit, something is wrong with it and I can't make them understand". The patient had been working with a manufacturers representative and was going to see their healthcare provider in the morning. Ten days after the implantable neurostimulator (ins) was implanted the ins was partly programmed and the rest of it was to be programmed 18 days later. The patient could not get the ins to charge. If the patient charged it she couldn't get it past 2/3 charged and when she used the ins less than an hour it went down to a little under half. The patient wore the ins for 9 hours without taking it off and couldn't get it past 2/3. The patient had this issue since implant. A charge was started and the patient saw the ins charging screen but the coupling bars did not show up on the bottom of the screen. That was what the patient was trying to tell them. The ins was charging 50/75%. The patient uses the belt and the antenna over her panties. The panties were a thin cotton. It gets to hot to be on her skin. The day before the patient saw a picture of a thermometer on the implantable neurostimulator recharger (insr). A recharger reset was performed and the patient was able to see the couple bars but they were not filled in. A coupling problem was reported. The patient tried applying pressure and pressed on it so long that the incision got really sore. Activity can affect coupling. The patient sits in a chair really still. The patient saw the ins battery was low on her insr. The patient could then see the top row of icons. An antenna locate feature was recommended. The patient started out with 40 and then was instructed to move the antenna paddle around; the patient was moving the dial. It was instructed she move the antenna paddle not to turn the dial. The patient had to take the belt off to move it around. The patient wouldn't do this again with the device. The patient was able to get a 54 and a charge was initiated. Four boxes were reported and the ins was charging 75-100%. The patient did not understand why it lost charge so fast. It was reviewed that the ins will default to the lower 25% status and that the patient activity level during recharging can impact coupling. The pocket size, depth, and location can impact coupling. The company representative saw the patient six months later. Since implant the implantable neurostimulator recharger (insr) would not charge past 75%; the implantable neurostimulator (ins) battery would also not charge past 75%. The patient had to use the antenna locate feature every time she charged to get coupling. The company representative was not able to get coupling until after using the antenna locate feature today. The patient was shown how to use the antenna locate feature shortly after being implanted. Upon return of the insr analysis could not confirm the complaint. There were no issues found during bench testing and no issues with charging the implantable neurostimulator or recharger or communications. In (B)(6) 2015 the insr screen was unresponsive; it was frozen on the antenna locate screen. The insr froze while recharging. It appeared that the screen it was frozen on was the place antenna over ins screen. A perform recharger reset was performed and this action resolved the issue. The patient was able to use the insr again. Since implant the implantable neurostimulator had been laying at an angle and it was tilted forward. The patient had to use a towel to position the antenna to recharge. The patient's healthcare provider was aware of this issue. In (B)(6) 2015 the patient was having difficulties charging since (B)(6) 2015. It had been acting up all week. The patient was seeing the reposition antenna screen. A manual restart was performed but it did not resolve the issue. The patient needed to charge frequently since implant and had to charge every night. The patient could tell when the weather was going to change. She had rheumatoid arthritis since before the implant. The patient had a loss of therapeutic effect as she stopped feeling stimulation (B)(6) 2015. The patient also suddenly got sore at the implant site, she kept trying to get it to take a charge about the first week of (B)(6). Telemetry issues were reported and an ins overdischarge was suspected. The patient was unable to communicate with the implantable neurostimulator using the patient programmer, or implantable neurostimulator recharger, physician programmer. The patient was very frustrated and was going to ask her healthcare provider to take the device out. A manufacturers representative conducted an antenna locate and physician mode recharge which resulted in a power on reset (por). It was advised that the device be charged normally until 1/4 full and then clear the por. Upon follow-up the por had been cleared and the patients device was recharging properly. The patient was receiving effective therapy. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015. The patient had to hold the device the whole time to charge.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID neu_recharger_acc, product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Product ID neu_recharger_acc, product type: recharger. (B)(4).